Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator the pt's system controller was intermittently beeping, but the led lights were not illuminating. The system controller was swapped out for another system controller and no further problems were reported.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation. The system controller was connected to the equipment in the manufacturer's lab and the event of the system controller alarming was confirmed. Movement of the white power cable at the connector end resulted in low battery alarms while tethered to the test power module. The white power cable was stripped at the connector end revealing a broken inner conductor. This situation is being addressed through the manufacturer's corrective/preventive action system and an urgent medical device correction notice (29165969/2/1001-c) was sent to customers. No further information is available. The manufacturer is closing its file on this event.